Event description:
At patient follow up, externalized conductors were observed via fluoroscopy. Low lead impedance was also noted. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Based on the review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.